Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported she went to the hcp office last thursday (B)(6) 2021 to have the ins checked. Hcp told her the ins needs to be replaced. Hcp told pt that they need the ins replaced only not the leads - hcp told the pt that the replacement ins comes in a "kit" but he only needs the ins. Pss is sending a message to the local field reps about pt call. Pt is going on vacation in 3 weeks and needs to get this scheduled before then if possible and she is in pain. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2022. The pt reported they had their entire spinal cord stimulator (scs) replaced "8.5" years after implant date because their ins "died" and they couldn't charge their ins since the day after (B)(6) 2021 ((B)(6) 2021).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the pt had no coverage in her legs since sunday, (B)(6) 2021. Pt stated she should have coverage from her bra strap down. Pt stated in certain positions she can feel stimulation around her waist if she is in a slanted position or leaning back but other than that she cannot feel anything. Pt stated she has not had any traumas or falls recently. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.